Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a b30-scope communication error was presented while using the camera head. This occurred during an unspecified procedure. The procedure was completed using another device with no reports of patient/user harm.